Event description:
Boston scientific crm received information that during a procedure to evacuate a hematoma, this implantable cardioverter defibrillator (ICD) was unable to be interrogated and was unresponsive to magnet application. No adverse patient effects were reported.

Event description:
The ICD was returned.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for immediate laboratory analysis. No additional information is available. Once the ICD is returned and analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly analyzed. Visual inspection of the header and case found no anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined that the inability to interrogate this device was due to an internal short within the transformer which resulted in damage throughout the hybrid.